Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after removing the needles from their packaging and covers, they found that the needles are grey, whereas the 22 gauge should be black. There was unknown patient involvement.

Manufacturer narrative:
Three unused devices and three photos were provided for investigation. The reported complaint could not be confirmed. The devices were confirmed to have no issues. No further action will be taken at this time. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.